Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the returned battery cap was used to verify all steps. The battery compartment and display lens were found to be leaking during a leak test. There was moisture behind the display and on the circuit. The display lens was found to be peeling out. Unrelated to the complaint, the text on the display screen had a reddish tint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.